Event description:
Healthcare professional reported implantation of seri during right side revision augmentation on (B)(6) 2015 concomitantly with a replacement revision augmentation on (B)(6) 2015 concomitantly with a replacement silicone breast implant. Post-implantation, the health professional reported removal of the devices due to an "infection" on (B)(6) 2015.

Manufacturer narrative:
Further information from the reporter regarding event product or patient details have been requested. No additional information is available at this time. The event of infection is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because medical intervention was required, although device-relatedness has not been established.